Event description:
It was reported by the customer that the rubber discharge switch cover was found to be damaged (split open). There was no report of pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.